Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that at the beginning of the surgery, the system works properly; however, after approximately 20 minutes, excessive heating of the camera head occurs, along with a progressive degradation of the image. The image takes on a whitish and orange appearance, eventually leading to a complete loss of vision. Therefore there was loss of image and a thermal event.